Event description:
A malfunction was reported with a code of 16-0x20e6. There was no adverse impact on the customer's blood glucose level. The customer used a replacement pump to ensure continued insulin therapy.